Event description:
(B)(4). It was reported that during a stenting treatment procedure, stent foreshortening occurred. The 100% stenosed target lesion was, 30mm long with a reference vessel diameter of 5.0mm, located in the proximal right coronary artery (rca). The physician advanced a 7 french non bsc thrombectomy catheter over a non bsc guidewire, multiple passes were made with no success. A 2.0 x 20mm non bsc balloon was used to pre dilate the lesion and a 5mm non- bsc filter was placed distal to the target lesion. Again multiple passes were made with a 7 french non bsc thrombectomy catheter with retrieval of thrombotic debris, which achieved timi 3 flow. The target lesion was pre dilated with a 3.0mm non bsc balloon catheter and a 3.5 x 38 mm promus element plus stent was deployed. There was evidence of distal embolic debris trapped by the distal filter wire. The stent segment was post dilated using 4.0 x 15mm and 4.5mm non bsc balloons in the mid and proximal segments. Upon retrieval of the non bsc distal embolic filter it ''hung up'' on the promus element stent and there was resistance with withdrawal of the wire. The filter was not completely encapsulated in the retrieval sheath. This was quickly identified and resolved with no associated adverse events. Of note, after this was resolved, the pi could see double density of the stent struts. After resolution, foreshortening and compression of the distal segment of the stent was identified. Following post dilatation residual stenosis was 25%. Two days later, the patient was discharge on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).